Event description:
It was reported that a new user experienced difficulty unlocking the ilet screen, perceiving it as unresponsive with vibration feedback, until a family member demonstrated correct unlock technique and the user subsequently unlocked the device successfully; the user had attempted to announce a meal more than 30 minutes after eating and was advised not to do so, with guidance to allow the algorithm to correct elevated glucose. Symptoms included hyperglycemia with a reported blood glucose of 188 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user interview, troubleshooting, and user education. Investigation of this case revealed user confusion and use error, with the device functioning as designed and no hardware malfunction observed. It was concluded that the event was related to use error without device failure, and that continued use with education is appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.